Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a blackout of spo2 measurement occurred unexpectedly. Curve and readings were not displayed. After disconnection and reconnection, the function was temporarily active again. There was no pt injury reported. (B)(4).